Event description:
It was reported that the anesthesia workstation did not maintain the pressure. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia workstation did not maintain the pressure. Our field service engineer investigated the reported anesthesia workstation on site. It passed the system checkout(sco) without any failure. The provided logs confirm the reported issue. The anesthesia workstation alarmed for a leakage, peep low and etco2 low. However, the sco before and after start the case was passed without issue. As a precaution, the patient cassette and the safety valve were cleaned. The absorber was found defective as it leaked more than 60ml, and it was replaced before the service engineer investigate the anesthesia workstation. The cause of the low pressure cannot be established by this investigation.

Event description:
Manufacturer's reference #: (B)(4).